Manufacturer narrative:
The glidescope avl video baton 3-4 was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope avl video baton 3-4 and the "image failure" issue was confirmed. The technical service representative manipulated the cable resulting in a lost connection with the glidescope video monitor; the image broke up. Since there are no repairs available for the glidescope avl video baton 3-4, the device was returned to the customer as-is. No corrective action is required at this time. Verathon will continue to monitor for trends. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on 27 jun 2012 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was an image failure when the baton was moved. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.